Event description:
On (B)(6) 2018, the reporter user contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch verio iq meter was reading inaccurately low compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further information verified when the reporter was contacted by telephone. The reporter stated that they first became aware of the issue at 16.00 hrs on (B)(6) 2018, alleging that the patient obtained inaccurately high blood glucose results of ¿25 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that her daughter manages her diabetes using insulin (self-adjuster), and in response to the alleged issue, she gave her daughter some ¿sugar drinks¿. The reporter stated that 30 minutes after they became aware of the meter issue, the patient developed symptoms of ¿high blood sugar¿. The reporter was unable to confirm what the actual physical symptoms were. The patient¿s mother reported that she had to treat her daughter with 1 unit of novolog insulin. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was noted that the test strips were passed the expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.